Event description:
The suspect device registered a prothrombin time of 2.0 inr. The pt passed out and was taken to the hosp. A lab inr was 1.4. The suspect device was replaced with new product and authorized for return to the MFR for evaluation.